Manufacturer narrative:
Age at time of event: patient was in their 40s. Device evaluated by MFR: the jetstream atherectomy catheter was returned for analysis. Visual and microscopic inspection was completed and found no damages. Functional analysis of the device was checked by setting up the product per the IFU (B)(4). The device primed and ran as designed with no issues or errors. A test guidewire was inserted into the tip and was able to pass through the device. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm any damage or the failure to prime.

Event description:
It was reported that the guidewire was moving during "blades up" and aspiration stopped. A 2.4mm jetstream xc catheter was selected for a patient procedure for peripheral vascular disease. During the atherectomy procedure the device worked properly for the treatment of greater than 50% of the lesion. After multiple "blade down" passes, the device was switched to "max blade" and then the non-bsc wire began to move forward with the device and not out of the back of device as it should. Aspiration was noted to them have stopped, so the device was rexed out of body for an attempt to re-prime and clear line. However the catheter would not prime. No visible defects were noted after removal from the patient. No error messages displayed when this issue occurred. A new device was opened to complete the case successfully. No patient complications were reported.